Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this device displayed a remaining longevity of four years; however, after rate response was programmed off the remaining longevity decreased to one and a half years remaining. A boston scientific technical services consultant discussed the potential reason for the clinical observations and stated that the reduced longevity is most likely accurate. The device remains implanted and no adverse patient effects were reported.